Event description:
(B)(4). Constant abdominal pain and cramping. Menstrual flow was never consistent. Every month was either non existent light pink discharge and severe cramping, or severe bleeding. I would fill a pad within minutes with clots that were the size of golf balls and tiny tangerines. I would pass black tissue, red tissue and sometimes white tissue (grey tissue). This turned out to be confirmed endometriosis that grew into my abdominal wall. (B)(6) 2015 I had a hysterectomy removing the cervix and tubes (and essure). It was supposed to be a vaginal hysterectomy, but ended up being a abdominal hysterectomy because of the endometriosis and the adhesions it had caused as well as the scar tissue from my c-section. I wound up in the hospital for 3 days and 2 nights. After surgery I had severe pain in my abdomen I couldn't move without wanting to faint. I was throwing up, and wanted to vomit each time I moved. I was put on strong heavy pain medication as well for my surgery.